Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain and an impedance anomaly was observed on the right ventricular lead. Diagnostic imaging was performed which confirmed a cardiac perforation resulting in a pericardial effusion. No intervention has been performed, the lead remains implanted and is anticipated to be explanted. The patient was in stable condition.

Event description:
Additional information was received indicating an impedance anomaly was not observed, however, loss of capture on the right ventricular (rv) lead was observed. Additionally, the rv lead had perforated the right ventricle. There were no performance issues with the lead that caused or contributed to the cardiac perforation and pericardial effusion. The pericardial effusion was drained and the rv lead was repositioned the following day to resolve the event and the patient was in stable condition.